Manufacturer narrative:
No additional information was received. The product was returned for evaluation. There was no external damage. Functional tests were performed and the reported problem could not be duplicated. The main pcb board had no problems or contamination. The cause of the reported issue could not be determined. There was no damage to the speaker. J9 connector is fully seated and properly glued. A device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The pump is over three years old. This remediation MDR was generated under protocol (B)(4). , as a result of warning letter cms# (B)(4).

Event description:
It was reported that a pump had a watchdog failure. No patient injury was reported.